Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device is a combination product. Device evaluated by MFR.: promus elite ous mr 38 x 3.00 stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. An examination of the bumper tip showed signs of damage on the distal end of the tip. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in right coronary artery. A 38x3.00mm promus elite drug-eluting stent was advanced for treatment. However, the device was unable to track down the lesion and the stent was damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 70% stenosed, located in the mildly tortuous and mildly calcified rca containing <45 degrees bend.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion ws located in right coronary artery. A 38x3.00mm promus elite drug-eluting stent was advanced for treatment. However, the device was unable to track down the lesion and the stent was damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.